Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 430 mg/dl-"high"; specific value was not provided. Cause of bg was unknown. Customer was in the hospital due to an unrelated issue and required assistance from hospital staff to remove the infusion set, assist with balance, and deliver a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.